Manufacturer narrative:
Device evaluated by manufacturer: the device was received with original product shelf carton and hoop with stopcock attached to hub. There was contrast throughout the distal lumen and hub. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall. Magnified inspection of the balloon material at the edges of the tears presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. There was a kink on the inner lumen inside the balloon body inspection of the proximal hub and shaft presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. Access was gained through the femoral artery. The 99% stenosed lesion was located in the severely tortuous and severely calcified mid left anterior descending coronary artery. The 2.75x8mm quantum apex monorail balloon catheter was advanced to the target lesion where upon inflation the balloon ruptured at 18 atms. The number of inflations and to what atms is known. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.

Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. Access was gained through the femoral artery. The 99% stenosed lesion was located in the severely tortuous and severely calcified mid left anterior descending coronary artery. The 2.75x8mm quantum apex monorail balloon catheter was advanced to the target lesion where upon inflation the balloon ruptured at 18 atms. The number of inflations and to what atms is known. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.